Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the cause of the por was an MRI of the head 2 weeks ago. The device was reset with the help of a manufacturer's representative (rep) who also checked impedance and the battery which were ok. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported she has been going to the bathroom more often since about tuesday, and patient checked the ins using the programmer this morning and saw por (power on reset) appear on the screen. Patient is to follow up with their doctor. No further complications were reported or are anticipated.